Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per visual, bolus and basal test; no leakage anomaly was found during test (did not continue dripping or squirting from end of set before connecting at their site). See attached file for more details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, and the pump was possible overdelivery. The customer has reported a hypoglycemia which was treated with glucose/carb intake. The event involved product is mmt-242a, mmt-332a, mmt-7040a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-7040a. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was the device will be returned. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was the device will be returned.